Event description:
It was reported that the cardiosave intra aortic balloon pump(iabp) had low helium alarm with red indicator on screen, but gauge on the front of unit read half full. No information about patient involvement. No harm or injury to the patient was reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.